Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the cadd legacy pump was alarming with the cassette. The cassette looked smashed where the "green thing is". It is unknown if there was any patient, or clinician injury associated with this occurrence. No further details provided at this time.